Event description:
A caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer completed the fill tubing step and resumed insulin administration.